Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had experienced an increase in seizures. Medication was administered due to the increased seizures. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be not related to vns.

Event description:
It was reported by physician that the cause of the increased seizures is not related to vns. The increase was indicated to be below baseline levels. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined to be not related to vns.

Event description:
It was reported that the patient's device was replaced prophylactically. The explanted product has not been received by the manufacturer to date.